Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged pump was exposed to moisture. The¿test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump was received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked keypad overlay, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, blank display confirmed. Cracked case on battery tube confirmed. Exposed to moisture confirmed.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and water got underneath the screen. Customer stated the device has no physical damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.